Event description:
Allegation that the total care bed had no head up function. No injury reported.

Manufacturer narrative:
Bed located in shop. Total care bed has no head up function. Replaced the head up valve to repair this bed.